Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. Evaluation summary of (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant attempt, the (B)(4) lead had positioning/fixation difficulties and a (B)(4) lead had high impedance. Neither lead was implanted. Another (B)(4) lead was implanted and had high impedance. This lead is still in use. No patient complications were reported as a result of this event.